Event description:
It was reported that a patient underwent an obturator sling procedure in late 2008. On the next day, the patient was unable to void well and a foley catheter was inserted. On the following day, the patient was instructed to remove the catheter at home. The patient voided but incompletely. The patient was seen in the office one day later, and was straight catheterized for 600cc and sent home on urecholine. The surgeon spoke to the patient later and the symptoms persisted. The surgeon sent the patient to the hospital emergency room for placement of a foley catheter. Three days later, the patient was taken to the operating room to adjust the tape. Approximately three and one half hours post-operatively, the patient was able to void 200cc comfortably.

Manufacturer narrative:
Other: urinaty retention occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.